Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the burning smell was produced by the drawer's solenoid. The drawer's solenoid was replaced but had shortened out the t-board, drawer controller, and retractor band. The drawer still was not functioning after replacing the affected components and the damaged row board ribbon cable. The drawer was replaced, and customer tested all pockets in the use of the application. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not release and produced a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-sep-2021 to 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that burning smell was produced by the drawer's solenoid. A filed service engineer replaced the drawer's solenoid but had shortened out the t-board, drawer controller, and retractor band. The drawer still was not functioning after replacing the affected components and the damaged row board ribbon cable. The drawer was replaced, and customer tested all pockets in the use of the application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer did not release and produced a burning smell. There were no adverse events or injuries reported based on this event.